Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported the bifuse has broken at the y connection twice while on this patient. There was no patient harm.